Event description:
In 2008, the pt's mother reported that 2 of the pt's infusion sets had broken at the luer connection during the night. With each incident, the infusion set luer broke into two pieces after one day of use. During the second incident, the pt's blood glucose elevated to 26 mmol/l (468 mg/dl). They were able to lower the pt's blood glucose to 11 mmol/l (198 mg/dl) which is normal. Her target blood glucose level is 7 mmol/l (126 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was released and requested to be returned for eval.